Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit but was unable to duplicate the reported malfunction. The fse replaced the drive regulator due to calibration. The fse successfully completed calibration. The unit passed all functional and safety tests.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had auto 2 failure. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.